Manufacturer narrative:
Insulin pump error 63 alarm (variableinfo=9) confirmed in the pump history due to software error. Unit passed displacement test, sleep current measurement, active current measurement and selftest. No pump error 28 alarm, no pump error 2 alarm and no pump error 79 alarm during test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms during basal. Customer was able to clear the alarm successfully. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The device was returned for analysis.